Event description:
St. Jude medical ICD mistook noise as afib and shocked my wife 3 separate times. It was determined that the problem was a bad lead. During the removal of the lead, the tip broke off and entered the space between the heart and pericardium. It was assumed that it would remain in that position, but instead moved around that space and caused irritation of the heart. One result was a series of atrial fibrillation events where none was ever noted prior. Additionally, a persistent case of pericarditis has occured even after the tip was surgically removed.